Event description:
It was reported that the patient experienced inadequate pain relief, undesired sensations in the thigh and hip, symptoms of anxiety, heart palpitations and headaches when stimulation was turned on. An x-ray displayed that the leads migrated. Reprogramming the device did not resolve the issues, however, turning the device off alleviated the symptoms. The patient requested to have the devices removed and therefore, underwent a system explant procedure. The patient is doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: m365sc2317500, model: sc-2317-50 , serial: (B)(4), lot: (B)(4).

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear lead. Upn: m365sc2317500. Model : sc-2317-50. Serial : (B)(6). Lot: 7074409. The returned leads sc-2317-50, sn: (B)(6) were analyzed and found both leads were cleanly cut into two pieces during the explant procedure. The clean lead cut is a result of a typical explant procedure and is not considered a failure. Aside from the clean cut damage, visual and x-ray inspections confirmed no other anomalies on the leads. A product labeling review identified that the devices were used per the instructions for use (IFU) product label. Furthermore, lead migration is noted within the IFU as a potential risk associated with the use of the device. Lead migration, can result in undesirable changes in stimulation and subsequent reduction in pain relief. Additionally, undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position and or loose electrical connections which are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the patient experienced inadequate pain relief, undesired sensations in the thigh and hip, symptoms of anxiety, heart palpitations and headaches when stimulation was turned on. An x-ray displayed that the leads migrated. Reprogramming the device did not resolve the issues, however, turning the device off alleviated the symptoms. The patient requested to have the devices removed and therefore, underwent an explant procedure. The patient is doing well postoperatively.